Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer received cartridge alarm (cartridge alarm 1). A supply change was performed resolving the occlusion and the cartridge alarm. Customer's blood glucose level was 400 mg/dl.